Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A consumer reported that she has had floaters in her right eye since her intraocular lens (iol) implant that results in poor close up vision.